Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-17 stating that the catheter was not being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 199 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported the patient was scheduled for a dye study on (B)(6) 2016. The patient had pain in her tailbone, left buttock, and left hamstring (posterior left thigh). Since the patient's catheter revision (see MFR report #3004209178-2016-24779) she had pain in the tailbone, buttock, and thigh that were relieved post-revision but have recently returned to a level worse than prior to the revision and spread superior, like in the area of the spine. It was noted there was no improvement in spasticity/spasms since the catheter revision. The patient's tremors have recently returned at least to baseline levels in her opinion and she did not feel like she was having any withdrawal symptoms. It was noted night was worse for the symptoms described, leading to disruption of sleep. It was noted spasms, twitching, and cramping have returned, including her feet beginning to curl up again. The patient took valium and robaxin orally to attempt to help relieve symptoms. It was noted the valium was more effective. A recent dosing change was made from 119 mcg/day to 135 mcg/day without change in symptoms. The patient believed the changed was made on (B)(6) 2016 with their doctor. Additional information was received from a consumer via a company representative. The patient reported she had spasms before the recent catheter revision. The patient had symptoms of increased spasticity and spasm. The patient complained of increased spasticity similar to how she felt when she needed the catheter revision. The patient fell a week following the revision and was concerned about the catheter. A dye study was done (B)(6) 2016 and was normal. They were able to aspirate cerebrospinal fluid freely and the dye showed appropriate blushing. The catheter was reprimed and the managing physician was aware. The cause of the increased pain, and spasms/twitching/cramping was not determined and it was believed the patient may need the dose increased. The patient was scheduled for a drug refill and reprogramming on (B)(6) 2017. Additional information was received from a manufacturer representative on 2017-feb-24. The patient underwent catheter revision. The patient stated that their spasticity increased and there was pain in the sciatic. The spinal segment was replaced and there was nothing visible noticed. The healthcare provider (hcp) felt it was coiled on a nerve. There were no foreseeable issues with the catheter detected. There were no further complications reported or anticipated.

Event description:
Additional information was received from the hcp on 2017-mar-27. It was reported that the catheter would not be returned for analysis as it was functioning and was replaced secondary to it coiling and irritating on the lumbar nerve roots.